Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the physician had difficulty placing the right ventricular lead through the tricuspid valve as the lead was getting stuck at the tip. The helix was visualized via fluoroscopy to be a bit extended even after attempts to retract it were performed. The lead was removed from the patient and the helix was able to retract. It was also noted that there were difficulties with the extraction of the stylet even though there was no blood on it. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.